Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump receive the hrm task did not grant motor power in reasonable time error alarm. The customer blood glucose level was unknown at the time of incident. Customer also receive the motor processor did not report the coasting as finished in reasonable time error alarm. Customer reports they were able to clear the alarm and able to rewind the pump. Assisted customer with performing displacement test and test results was passed also self test was passed. Customer states the pump was not dropped nor bumped. Advised customer to place the pump in storage mode and remove battery, press and hold the back button until the screen turns off. The insulin pump will not be returned for analysis.